Event description:
The customer reported the system had poor image quality during a lumbar laminectomy. The image appeared fuzzy and the system would not auto track. Also system is failing to expose. Case was completed using system. No patient injury.